Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support advised the customer to update the pump software and assisted with resetting the pump, which resolved the malfunction. The customer was informed to continue using the pump and to contact support if the issue recurred within 24 hours.